Event description:
It was reported that the patient presented in clinic for a routine follow-up. Patient received an atp inappropriately but was unaware of it. Noise signals were detected that resembles myopotential oversensing. Reprogramming changes were recommended. Noise was not reproducible with isometrics. Patient had no symptoms from the noise incident and will continue to be monitored. The patient did not experience adverse events.

Event description:
New information received notes that the patient presented to doctors office after receiving inappropriate atp and hv therapies. The noise was reproducible with deep breathing. The lead was capped and replaced without complications.